Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needle-free connector experienced component separation. The following information was provided by the initial reporter: rubber piece inside connector malfunctioned during CT contrast injection @1.5ml/s. Connector was replaced with different style port/tubing and exam was completed.

Manufacturer narrative:
H.6 investigation summary: an mzxt5307 was received and tested by our quality team. The separation was immediately noticed in the max zero as if the female portion of the luer popped off of the inner assembly- this verified the customer's complaint. The manufacturing team was notified of this issue for further investigation into the possible root cause of this failure. After the manufacturing team further investigated this problem, they found the root cause to be an operator error- when the cap of the max zero fixture was placed and awaiting an ultrasonic weld to the rest of component, it was in the wrong orientation and the weld was not adequate for normal device standards. To eliminate this failure from occurring in the future, a pokayoke has been implemented to ensure components are assembled correctly and within manufacture specifications. A device history record review for model mzxt5307 lot number 20095811 was performed. The search showed that a total of 7,203 units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxzero¿ needle-free connector experienced component separation. The following information was provided by the initial reporter: rubber piece inside connector malfunctioned during CT contrast injection @1.5ml/s. Connector was replaced with different style port/tubing and exam was completed.